Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tge343420/9720798) to treat a type b dissection with intramural hematoma. It was reported the dissection was located within the inner curve of the thoracic aorta. On (B)(6) 2014, a follow up computed tomography (CT) scan revealed a proximal dissection near the proximal end of the tag device, and contrast was identified originating from a tear in the same area. It was reported the seal of the tag device did not appear to be compromised on the CT scan. The proximal dissection reportedly occurred after implant of the tag device. On (B)(6) 2014, the proximal dissection was treated with a carotid /subclavian bypass. The subclavian artery was then covered with another conformable gore® tag® thoracic endoprosthesis (tge454510) landing distal to the left common carotid artery. An amplatz plug was then inserted into the left subclavian artery. On (B)(4) 2014, the patient had a CT scan. No anomalies were noted. On (B)(4) 2014, the patient expired due to a heart attack. According to the information provided, the cause of death was attributed to the cardiac event not to the devices implanted.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Images were sent to gore for analysis and further information will be provided.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to for the results of the imaging evaluation. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with chronic and acute uncomplicated type b dissections and intramural hematomas. Additionally, the IFU states that complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, persistent false lumen flow, and reoperation.